Event description:
It was reported by service report that the head end would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - lift sensor coil cable and power coil cable on headend malfunctioned.